Event description:
The lay reporter contacted lfs on (B)(6) 2010 alleging that the patient's one touch ultra 2 meter reverted into the set up mode and that the meter would not power on by pressing the power button. The reporter mentioned that on the morning of (B)(6) 2010 the patient attempted to test and was unsuccessful, due to the alleged issue. The patient did not exhibit any symptoms due to the reported issue. The patient went to the ER on (B)(6) 2010 and was tested on the ER's meter at 7:30am, 8:00am, 12:01pm , 8:00pm and on (B)(6) 2010 obtained a 90 mg/dl. The patient obtained the following readings on (B)(6) 2010, 220 mg/dl,46 mg/dl,84 mg/dl and 170 mg/dl; however, it is unknown which reading the patient obtained 7:30am, 8:00am,12:01pm and 8:00pm. The patient was treated with a glucoagon injection in the ER. The reporter mentioned that the alleged issue began after the battery was replaced/removed. The reporter denied any misuse of the product. This was not the first time the product was being used. The patient was using the correct test strips. The meter powered on by pressing the power button; however, the meter reverting to the set up mode was not resolved over the phone. The product was replaced. The complaint is being reported since the patient was unable to test their blood glucose due to the reported issues and had to go the ER and was treated with glucoagon injection.

Event description:
According to the customer, during a surgical procedure, the electrode tip broke. The tip was removed without injury to the pt.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
(B)(4). The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have a sticky button/switch. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.